Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device returned. D11: concomitant products added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. On the received picture a screw is visible with a clip base part, the cap part of the clip is not visible. Based on the received picture, the complaint is confirmed as we are able to confirm that the screw head is visible damaged, as a screw head segment moved to the center, but we are not able to evaluate if the segment is broken or cracked, based on this we confirm as deformed. Furthermore at the screw recess are some deformation visible which could be a result from use. As the picture is not in focus, no further findings could be confirmed. For further evaluation, we would like to request that the part is to be returned. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. A device history record (DHR) review was conducted: manufacturing location: (B)(4), manufacturing date: 20-apr-2020, part number: 04.503.406.01c, 2.0mm ti matrixmidface screw self- tapping 6mm, lot number: 53p1238 (non-sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, meet all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00, lot number: 15l2627, lot quantity: (B)(4) lbs. Lot summary report dated 21-aug-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Note: there were no supplier material certifications included in this DHR. Supplier was notated as (B)(4). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date before using the product, surgeon found damage on the head of screw. There was no patient involvement reported. This report is for one (1) 2.0mm ti matrixmandible screw self-tapping 6mm. This is report 1 of 1 for complaint (B)(4).